Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history found one new alarm recorded for single compressor malfunction. Visual inspection of internal and external components found no abnormalities. Driver failed functional testing for single compressor malfunction alarm. Investigation was both able and unable to replicate the reported issue and found some black debris inside the compressor, therefore, the compressor cannot be ruled out as the root cause. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during testing; the root cause of the single compressor malfunction alarm was determined to be a non-conforming lh compressor causing intermittent failures. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
(B)(6) failed incoming test step (B)(4) on form 901111-001 per mfg-189. " single compressor malfunction" alarm .

Event description:
C2 (B)(6) failed incoming test step 5.29.7 / 5.29.12 / 5.29.15 on form 901111-001 per mfg-189. " single compressor malfunction" alarm.